Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected insulin pump error hardware low level failure alarm alarms noted during testing however, pump error hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 371 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.